Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was retained inside the patient's body. They confirmed the device was still inside thru x ray. Patient also complained of chest pain. An anti-pain medication was provided, and they switched the patient's diet from soft to liquid and observed a little improvement.